Event description:
It was reported that the ventilator showed unclear trigger patterns during ventilation and it failed pre-use checks afterwards. There was no patient harm. (B)(4).

Manufacturer narrative:
The field service engineer (fse) was on site and examined the ventilator. The fse replaced the nozzle units that are situated in the gas modules and the ventilator was put back in service. The removed nozzle units have not been received despite many requests for its return but the logs were received and we are providing the evaluation of these logs. The reported date of event was (B)(6) 2020. The event log that contains information such as parameter settings, set alarm limits and generated patient related alarms does not cover the day of the event and the technical log contains no technical error codes. Test log that contains the results of all tests performed during the automated pre-use check shows that the entire log does not contain a passed pre-use check. The ventilator failed the reported flow transducer test many times. The ventilator failed this test before and after the event date. The ventilator passed this test on the day when service was carried out. The test log show that the o2 cell test failed in all the covered tests because it was not calibrated. The interpretation of the failure value of the flow transducer test indicate slight deviations just outside allowed limits which can lead to slight discrepancy in delivered volumes. It is difficult to draw any conclusion because of o2 cell which is not calibrated and as such does not determine the gas type during the test. The evaluation of the logs confirms the failure of the reported flow transducer test during pre-use check but it cannot confirm the occurrence of the reported unclear trigger patterns. For this, the event log and screen dumps would have been needed from the time of the event. The removed nozzle unit has not been received therefore it has not been investigated. The cause of the reported problem has not been determined. H3 other text : not returned.

Event description:
Manufacturer's ref. #: (B)(4).